Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The device was visually and microscopically examined. Distal to the collar, there was partial detachment of the shaft. There was no further damage or irregularities. There were no fluids present to the device. Photo media depicted outer box packaging to the reported complaint device; however, the media provided cannot confirm the reported event. Product analysis confirmed the reported event, as the shaft was partially detached just distal from the collar. The damage to the device indicates there was force during to handling of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the guidezilla was fractured. A 5-in-6 guidezilla guide extension catheter was selected for use in the left anterior descending artery. During preparation, it was noted that the hypotube transition section was fractured when the physician was about to take out the guidezilla. The procedure was completed with another of the same device. No complications were reported, and the patient was in good postoperative condition.

Event description:
It was reported that the guidezilla was fractured. A 5-in-6 guidezilla guide extension catheter was selected for use in the left anterior descending artery. During preparation, it was noted that the hypotube transition section was fractured when the physician was about to take out the guidezilla. The procedure was completed with another of the same device. No complications were reported, and the patient was in good postoperative condition.